Event description:
It was reported that sometimes post a catheter placement, the tip of the catheter allegedly broke off. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post chronic catheter placement procedure, tip allegedly broke off. It was further reported that the device allegedly had leak when flushing. Reportedly, the line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one luer cap was returned for sample evaluation. Visual evaluation was performed. Functional testing was not performed due to the condition of the sample. Catheter hub was noted to be loaded to the distal end of the luer cap. The segments fell off the luer when examined and reflected material separation. Fracture was noted and luer was broken into multiple peace and may resulting the leak. Therefore, the investigation is confirmed for reported fracture, leak and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one luer cap was returned for sample evaluation. Visual evaluation was performed. Functional testing was not performed due to the condition of the sample. Catheter hub was noted to be loaded to the distal end of the luer cap. The segments fell off the luer when examined and reflected material separation. Fracture was noted and luer was broken into multiple peace. Therefore, the investigation is confirmed for reported fracture and material separation issue. However, the investigation is inconclusive for the reported fluid leak issue as no objective evidence was found from sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2025), g3, h6 (device) h11: b3, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that sometimes post chronic catheter placement procedure, tip allegedly broke off. It was further reported that the device allegedly had leak when flushing. Reportedly, the line was removed and replaced. There was no reported patient injury.